Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion , the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter was inserted on the (B)(6) 2012. On the (B)(6) 2013 the pt saw a crack between the hub and the shaft which she clamped immediately. A new catheter was inserted on (B)(6) 2013. There is no injury to the pt.